Event description:
Additional information received reported a dye study was done that showed a possible occlusion in the catheter, but it was not verified as to where the occlusion was. The pump rotor was found to be working well. The only symptom the patient had prior to explant was inadequate pain relief.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), explanted: (B)(6) 2012. Product type: catheter. (B)(4). Analysis of the pump found no anomaly. The pump passed all non-destructive lab testing. There were no anomalies seen in the logs. Analysis of the catheter found an indent in the sc connector seal and occlusion. A significant indent was noted down in the cup of the sc connector. At least 90% of the indent (circle) was located in the white silicone material. This may be the cause of the volume discrepancy.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not experiencing therapeutic effect, and a volume discrepancy was occurring. Reporter stated that for two months in a row, the "pump has not been working" and the actual residual volume was greater than the expected residual volume. The pump was replaced on near the (B)(6) 2012, and since that replacement "it has not been pumping any medication" and the volume discrepancies have occurred. A non-critical alarm was occurring, and was confirmed by telemetry. The alarm indicated a "low reservoir volume reached," however the provider had aspirated the full 20ml from the pump reservoir at that time. There were no other pump alarms. The patient was experiencing poor pain control and stated that "the last 3 months have been hell since he got the pump replaced." It was later reported by the healthcare provider that the reservoir did not empty due to an "unknown issue with the pump." It was believed by the provider that there was a disconnection of tubing from the rotors, however the catheter dye study was still being planned and had not yet occurred. When interrogating the pump, the expected residual volume was 1ml, and the actual residual volume was 20ml. The medication in the pump was morphine. A follow-up report will be sent if additional information becomes available.